Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels over 600mg/dl. Customer¿s current blood glucose level was 179 mg/ml. Customer had prescription from healthcare professional. Drive support cap was normal. Customer declined to check leak and air bubble. Customer allege for under delivering because customer had to keep giving herself boluses to bring her glucose down. The product will be returned for the analysis.